Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device involving a thermal product malfunction. The report described a thermal event with smoke and a burning smell coming from the unit at the area where the power cord plugs into the device. There was also mention of burnt areas, rust, and damage at the plug location. There was no report of serious or permanent harm or injury, and no medical intervention was required by the patient. The manufacturer¿s investigation is ongoing. If any additional information is received, a follow-up report will be filed.